Event description:
It was reported that the prograsp forceps instrument metal grasper at the end was being pulled off. The procedure outcome was unknown with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage, which may indicate potential mishandling. Additionally, the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. No evidence of complete separation or missing material from the proximal clevis was observed. Additionally, the instrument was found to have a cracked clamping pulley on input axis #5 (pitch). The crack did not result in the loss of tension of the corresponding pitch cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.